Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a loss of capture and sensing. Also reported was that the "distal end (tip) of lead has come out, due to which the fixed."~~~~~